Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during the epic ugm, a customer reported that the alaris devices were disconnecting, stopping the infusions and alarming with channel error or system error. There was no specific incidents provided. There was patient involvement but impact is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative: the actual date of event is unknown. Root cause: the root cause for the reported issue of an pumps disconnecting was not determined because no products or device logs were returned.

Event description:
It was reported that during the epic ugm, a customer reported that the alaris devices were disconnecting, stopping the infusions and alarming with channel error or system error. There was no specific incidents provided. There was patient involvement but impact is unknown.